Event description:
It was reported that the user experienced hyperglycemia with a confirmed blood glucose (bg) of 206 mg/dl and suspected interrupted insulin delivery when no drops were initially observed during a user-initiated check of infusion set priming. Symptoms included feeling sick, nausea, and shakiness. Outcomes included correction of the high glucose with the pump and subsequent downward trend after guidance, with no alerts, alarms, or medical treatment outside routine self-care and no hospitalization. Investigation included remote troubleshooting, guided priming verification off-body, and review of infusion set and tubing replacement. Investigation of this case revealed that insulin delivery was observed during a fill-tubing step and after supply changes, and that the user¿s site was changed with appropriate priming prior to renewed use. It was concluded that hyperglycemia occurred with cause unclear, with no device malfunction confirmed and replacement infusion and cartridge supplies provided as a precaution. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.